Event description:
A malfunction was reported by a customer who was in contact with a distributor in france. There was no information provided about the customer's blood glucose impact. The customer decided not to return the pump, and the complaint was subsequently closed. No additional information regarding actions taken by the customer or technical support was provided.